Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (water check time out ¿ unable to reach calibration temperature) and not cooling. A check of the diagnostics indicated a failed mixing pump. The customer stated that they would order and replace the pump onsite. Per follow up information received on (B)(6) 2022, there was no patient involvement as it was found during calibration. Biomed would replace mixing pump onsite.

Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (water check time out ¿ unable to reach calibration temperature) and not cooling. A check of the diagnostics indicated a failed mixing pump. The customer stated that they would order and replace the pump onsite. Per follow up information received on 23jul2022, there was no patient involvement as it was found during calibration. Biomed would replace mixing pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an outlet water temperature regulation error due to a mixing pump component failure. A check of the diagnostics indicated a failed mixing pump. The customer stated that they would order and replace the pump onsite. Per follow up information, there was no patient involvement as it was found during calibration. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.